Event description:
It was reported that a remote transmission indicated a lead integrity alert (lia) had been triggered due to high short interval counts (sic)/non-physiologic noise in the right ventricular (rv) lead. A review of the transmission by a qualified medical device representative indicated the event was "most consistent with physiological events, associated with dying heart." The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: d314trm implantable cardioverter defibrillator (ICD): (B)(6) 2013; 4196 implantable pacing lead: (B)(6) 2013; 5076 implantable pacing lead: (B)(6) 2006. (B)(4).